Manufacturer narrative:
Device evaluation: the device 8403zx was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "black screen." Was confirmed. A battery defect was detected. Based on the defect found during the technical inspection, it is concluded that the cause of the battery failure is natural wear. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that monitor screen turns black after a short time. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).